Event description:
In (B)(6) I had severe pain in my left hip replacement. I have bilateral biomet mt2a mom hip replacements. I was sent for blood work and an ultrasound. I have cobalt levels 5 times normal and chromium levels twice normal. I have fluid on both hip joints and require revision surgery on both hips. There is a complex fluid collection about the left hip measuring approximately 5.1 x 5.7 x 3.0 cm. Synovial thickening is suggested. On the right a small fluid collection is noted measuring 3.2 x 2.5 x 0.9 cm.